Event description:
Information received indicated the siderail will not stay in the up position.

Manufacturer narrative:
The hill-rom technician indicated the reposition protection plate was bent which prevented the siderail from latching. He repositioned the plate and verified siderail latched properly.